Manufacturer narrative:
Bec cts (customer technical support) recommended the use of personal protective equipment before troubleshooting. The customer was asked to disconnect and reconnect di (deionized) water canisters float switch connector. The customer was then asked to empty the di water canister and watch it fill. All appeared normal. Cts advised customer to keep hydro drawer out to monitor the system. Per cts, the likely issue was di water float switch failure allowing canister to fill up with water then going into canister air line and drip out the regulator. Cts generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and inspected the instrument and observed no problems. As part of routine repairs, fse replaced a 2-way valve in the hydro valve module , the di water canister float switch and a 3-way valve in the hydro valve module. Repair was verified per established procedures and results met published specifications. A clear root cause could not be determined. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak that was observed from the hydropneumatic area of the unicel dxc 600 pro synchron clinical system near the exit waste sump canisters and they were also getting 10psi regulator errors. No injury was reported and no erroneous results were generated.